Event description:
Device malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a stenting procedure in the superficial femoral artery, the fox plus balloon ruptured at 8 atmospheres. The device was removed and there was no adverse pt effect. There was no additional info provided.

Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.